Event description:
It was reported that a "no disposable, pump won't run" alarm went off twice. The customer changed the pump to another one, but the alarm persisted. He then changed the cassette to another one with different lot, and after that, the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Other text: accuracy test: the sample received was connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The cassette passed the test. Other analysis: functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken: no actions taken were performed since the complaint was not confirmed.